Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency room on (B)(6) 2022, due to high blood glucose level was over 500 mg/dl. Customer took off insulin site and noticed there was blood on it. In emergency room customer took water and insulin. Customer went home next morning and noticed blood glucose went up again. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.